Manufacturer narrative:
Findings: pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump delivered programmed bolus properly. No bolus anomaly noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window. (B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 168 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.